Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. A leak had occurred and blood entered the connecting tube. The iab was removed and discarded. A new iab was inserted, but after another 24 hours the same issue occurred. The second iab was removed and not replaced. There was no patient harm or adverse event reported. This record is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. A leak had occurred and blood entered the connecting tube. The iab was removed and discarded. A new iab was inserted, but after another 24 hours the same issue occurred. The second iab was removed and not replaced. There was no patient harm or adverse event reported. This record is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2023-00108.